Event description:
Just prior to going on bypass, the user observed a malfunction of the cardioplegia channel. The unit was changed out and the user reported the bypass was completed successfully. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Note: reported complaint was confirmed upon receipt of the product. Eval found that the component known as the "valve x2" was out of tolerance. The dimensional specification of .625 + .000 - .005 was found to be .626 when measured at the base of the shaft. This out of the specification dimension can and in this case did lead to the reported failure mode. The root cause of this reported complaint was attributed to component failure.